Event description:
Patient revised for pain, bone scan showed signs of loose stem. Metal sensitivity also suspected. Doi (B)(6) 2006 dor (B)(6) 2011 (right hip). Update 4/29/2015- pfs and medical records received. These records were received on 8/18/2014 with the alert date of (B)(6) 2012. The records were reviewed on 4/29/2015. After review of the medical records for MDR reportability, the revision operative note confirmed pain. The surgeon did question if there was some loosening between the stem and sleeve at the interface. This possible loosening was never confirmed. Both the stem and sleeve were revised. The sleeve is being added to the complaint. The complaint was updated on: 4/29/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.